Manufacturer narrative:
Customer confirmed that au480 operator failed to re-install the mix assembly correctly following recent maintenance procedures - the mix bar was not in place. Customer ran patient samples with that part missing. Customer replaced the mix assembly correctly with the mix bar in place and repeated the patient samples. No further issues were reported. Full patient identifier = (B)(4).

Event description:
The customer reported obtaining erroneously low sodium (na) results for one patient sample involving the au480 clinical chemistry analyzer. Erroneous result was reported out of the laboratory. This patient was admitted to the hospital and treated for hyponatremia; IV was administered. The laboratory did not know what specific treatment was given to the patient. Customer indicated that controls (qc) both before and after the event generated results within facility ranges. Customer repeated all samples after troubleshooting and issued corrected reports. The patient was discharged from the hospital the next day upon receipt of the corrected results.